Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family member reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 411 mg/dl at the time of incident. The customer assisted with troubleshooting for connecting insulin pump with meter. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the customer's blood glucose level at the time of the incident was 458 mg/dl and current blood glucose level was 411 mg/dl.